Event description:
It was reported that the patient experienced chest pain, dizzy spells, and bradycardia. The right ventricular (rv) lead was found to have no capture and decreased sensing. It was further determined to have perforated and dislodged. The lead helix was found to have tissue present. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.